Manufacturer narrative:
Investigation evaluation: a product evaluation was performed only by the photos provided with this report because the product said to be involved was not provided to cook for evaluation. A photo of the lot number was not provided. Our evaluation of the photos provided confirmed the report. The first photo shows a portion of the balloon/tip at the distal end of the device extending from endoscope. The second photo shows the device exiting the scope port, and the catheter is broken and the inner purple catheter is visible. The catheter breakage is indicative of difficulty during removal as reported. Based on the photo provided, we were unable to determine the exact location of the break in the catheter. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our evaluation of the photos provided confirmed the report. However, we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Prior to distribution, all hercules 3 stage wire guided balloons esophageal-pyloric-colonic are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: based on the quality engineering risk assessment no corrective action is warranted at this time. A review of the complaint history was conducted. Based on this review, the likelihood of this type of report is rare. Quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic procedure in the esophagus, the physician used a cook hercules 3 stage wireguided balloon esophageal-pyloric-colonic. It was reported that the balloon preformed dilation of stricture without issue. When removing the deflated dilation balloon from the working channel of the scope the distal portion of the balloon got stuck and they were unable to remove deflated balloon from the working channel of the scope. While attempting to dislodge the balloon from the working channel the catheter separated. They ended up removing the scope with the dilation balloon still in the working channel, advanced deflated balloon out of the working channel, cut the balloon from the catheter, and then removed the catheter from the working channel of the scope. Customer provided picture showing catheter breakage. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.